Event description:
During a pfa atrial fibrillation procedure, an st segment elevation and hypotension occurred, and air was observed in the mapping catheter irrigation line. The catheter was removed from the patient, and the line was flushed. The procedure continued, the st elevation resolved on its own in minutes, the vitals stabilized and the procedure was completed. The patient is stable. An irrigated pressure bag was being used. The cause of the air in the irrigation line is unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.